Event description:
It was reported that the lead dislodged. At explant, it was noted that no tines were fixed to the tip.

Manufacturer narrative:
Analysis found all four tines to be missing. An introducer or another device most likely induced the fracture of the tines. There is no indication that the damages on the lead are production related.